Manufacturer narrative:
Pt fell on the ground and twisted the knee. Surgery is planned. Poly inserts may be exchanged. Review of the device history record indicates that the device was manufactured to spec.

Event description:
Pt fell on the ground and twisted the knee. Surgery is planned. Poly inserts may be exchanged.